Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e02075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient was not hospitalized for the event. The patient was treated with fortaz, intraperitoneally (ip) and ancef, ip (doses and frequencies not reported). The cause of the peritonitis was unknown. The pt stated that their exit site was inflamed, however, nurse reported that the patient's exit site was perfectly fine and the patient did not experience any touch contamination. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. This is report 1 of 4 involved in this peritonitis event.